Event description:
The physician reported that he has been using dermabond very often. Last week, he used the product in a boy but the product "melted" the skin and did not glue as intended. He had to remove the product from the affected area immediately using gauze and did the closure with micropore. The product was within the expiration date and stored according to specification. As per update received on 12/21/2007, the reaction occurred immediately after dermabond application by linear formation over the cut. There was a discrete local pain, bleeding and skin dissolution, which got stuck to the product sponge. The adhesive was used in the closure of a linear and superficial cut with 2 cm caused by a cutting object. No medications were prescribed.

Manufacturer narrative:
DHR review for lot number shows that product met all release product specifications. Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in pts who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these pts are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.